Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated over the past few weeks due to stress from work (370 mg/dl). Corrections via the pump were administered to address bg level. The customer declined to perform troubleshooting with tandem technical support.